Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements with values of greater than 2000 ohms resulting in a lead safety switch. The unipolar sensing caused myopotential oversensing which resulted in pace inhibition and the patient experienced a syncopal episode. This lead was subsequently explanted and replaced. This lead was disposed of by the implanting facility. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements with values of greater than 2000 ohms resulting in a lead safety switch. The unipolar sensing caused myopotential oversensing which resulted in pace inhibition and the patient experienced a syncopal episode. This lead was subsequently explanted, replaced and disposed of by the implanting facility. No additional adverse patient effects were reported. Additional information was received that this rv lead exhibited high capture thresholds. This lead was subsequently explanted, replaced and disposed of by the implanting facility. No additional adverse patient effects were reported.